Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak; subsequently, the peripherally inserted central catheter (PICC) clotted. On an unspecified date, the secure lock male adaptor of the tubing set was connected to the pt's PICC line and was being used to deliver an unspecified concentration of cloxacillin, at an unspecified rate, via a gemstart pump. After an unspecified length of time, the pt's father noted the bed was wet. At this time it was noted that an unspecified volume of solution leaked from one of the two air vents on the filter of the tubing set onto the pt's skin. It was reported that the pt developed a contact skin rash. No specific details were provided. It was reported that "once leaking noted flushing became more difficult leading to a blocked line and cracked tubing." On an unspecified date, it was reported that the pt's PICC line was replaced, the tubing set and medication bag were replaced, and the therapy was resumed. The customer contact reported that 5 doses of medication were missed during a 24 hour time frame; however, it was reported that the pt subsequently received the missed doses. Though requested, no additional information was provided including if the skin rash required medical intervention.